Event description:
It was reported that during a laparoscopic procedure, the only thing the note states is "when the trigger was squeezed no clips deployed." No details are available. A third device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4): device fired through lockout. The analysis results found that the device was received in good visual condition. Upon cycling the device, it was noted to be empty and the lockout had been fired through. Please note the device contains a lockout feature that is designed to increase the required force it takes to close the trigger once the last clip has been fired; this reduces the possibility of empty jaws being closed on a structure. In addition, if the trigger is forced closed once the lockout has been engaged, the jaws may remain in the closed position. Further evaluation found that the advancer was protruding. In order to evaluate the condition of the device's internal components, the device was disassembled. Upon disassembling of the device, the advancer was disengaged from the feedbar; this condition may be caused when the lockout mechanism was fired through. The batch record was reviewed and no anomalies were noted during the manufacturing process.